Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a loose grip cable at the wrist. The grip input disk spun freely without corresponding output motion at the distal end, suggesting a failure at the backend. The housing was removed, and the grip cable was found dislodged at the clamping pulley. Grip cable was not broken. The crimp of the grip cable was no longer seated in its slot at the clamping pulley. As a result, the cables at the wrist appeared to be damaged. Additional observations: the instrument was found with a broken input shaft where the dislodged grip cable resided and a broken input disk. Input disk #6 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the large hem-o-lok clip applier by the customer noting a broken wire, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had a broken cable. The procedure was completed with no reported injury. On (B)(6) 2023, intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was no problem when trying to apply clip. The surgeon was unable to close the clip several times before releasing it. When checked, it was found that the wire had broken. On (B)(6) 2023, isi followed up with the initial reporter and obtained the following additional information: when the surgeon closed the clip, "the chin remained fixed". There were no issues related to unexpected motion of the clip applier while attempting to clip. The surgeon was unable to close the clip. There was no problem with opening the clip. Weck hem-o-lok large clip was used. The surgeon was trying to apply the clip on the appropriate tissue and vessel. However, the problem was detected before applying the clip. The incident occurred on the 2nd use during the surgical procedure. Patient information could not be provided due to a restriction imposed by the hospital.